Event description:
Patient complained that the telemetry box (B) (6) felt hot, a sitter in the room checked the box and box was indeed hot, when she opened the telemetry box (B) (6), the batteries looked as if they were melting. The box was taken off the patient. The patient was never harmed, the outside of telemetry box looked normal, sent to bio med.

Event description:
Patient complained that the telemetry box number 58 felt hot, a sitter in the room checked the box and box was indeed hot, when she opened the telemetry box number 58, the batteries looked as if they were melting. The box was taken off the patient. The patient was never harmed, the outside of telemetry box looked normal, sent to bio med.